Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a pancreatectomy, the stapler made a cracking sound when attempting to be released. The surgeon did not release/open the stapler until a new stapler was used right adjacent to the malfunctioned one to prevent injury.